Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok button was completely unresponsive and denied damage to the keypad and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the keypad cover was intact and the ok button responded intermittently to testing. The keypad cover was removed and contamination was found under the contrast button contact. The battery cap threads were observed to be stripped. Unrelated to the keypad issue, the display was dim, fading, and reddish in color.